Manufacturer narrative:
Gtin number for item: 2426-0500, lot: 17057177 is 07613203020992. The customer¿s report of bulging of the silicone pump segment was confirmed. Visual inspection observed just below the upper fitment was a small ballooned area in the silicone segment in the shape of a very small grape. Functional testing was performed without any alarms or observed irregularities in fluid flow. The root cause of the failure was not definitively determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported balloons in the silicone pumping segments of 3 infusion sets while infusing 1000 cc of normal saline at 75 cc/hr. The nurse saw a balloon in the first infusion set, changed the bag of normal saline with the tubing set. Another balloon occurred on that set and the third. The fourth infused without incident. There was no patient harm.